Event description:
A malfunction alarm with code malf 12 was reported. Customer's blood glucose level did not exceed 500 mg/dl, indicating it was within an acceptable range. Technical support assisted the customer in resetting the pump, and no further malfunctions occurred. Customer was advised to continue using the pump and to report if the issue recurs.